Event description:
It was reported that the stent shortened. A 7x80x130 innova self expanding stent was selected for use in a procedure in the superficial femoral artery (sfa). A contralateral approach was used to access the lesion. The 70% stenosed target lesion was 75% calcified and mildly tortuous. The lesion was predilated resulting in 50% stenosis. During the deployment, the physician used the thumbwheel to complete deployment of the stent. It was noticed the stent was shortened and a second stent had to be implanted. No patient complications were reported.